Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during the initial implant surgery of a light adjustable lens (lal, sn (B)(6), +20.0d), on 02/07/2024, the optic body was damaged during delivery; however, the surgeon did not exchange the lens. The physician performed an explant on (B)(6) 2024 and implanted another lal as a replacement. Rxsight's first awareness of this event was on 02/21/2024.